Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Manufacturer narrative:
(B) (4) - final analysis found that the catheter had separated during the attempted implant.